Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported two (02) discrepant results for two (02) patients while using alinity m resp-4-plex amp kit. Sample ids (sids): (B)(6) were tested on the alinity m system on (B)(6) 2026. The initial test results as well as subsequent retest results obtained from a different alinity m system remain unknown. Technical application specialist (tas) sent three (03) follow-up attempts. The customer has not provided clarification regarding the expected clinical results for these samples. There was no report of impact to patient management. In the absence of additional information, this evaluation will be run as false positive results on the sars-cov-2 analyte.